Event description:
It was reported that during the procedure to add an epicardial lead, the physician removed the pin plug (the port was previously plugged) and the setscrew was lost in doing so. The physician was questioning whether the grommet could be taken out and filled with medical adhesive. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).